Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described the area as a hernia possibly from a tight garment with discomfort. There was no alleged device malfunction contributing to the irritation. The patient¿s son who is in the medical field cared for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.